Manufacturer narrative:
Front left wheel fall off when the patient drove it at home. The patient fell on the floor in the hall. No fracture or major damage. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Front left wheel fall off when the patient drove it at home. The patient fell on the floor in the hall. No fracture or major damage. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).